Event description:
It was reported that the lead exhibited intermittent loss of capture and noise. It was noted that the patient was pacemaker dependent. The lead was capped and replaced.

Manufacturer narrative:
Na